Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced arrhythmia. The device triggered ventricular tachycardia (vt) and may have triggered premature ventricular contraction (pvc). The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced arrhythmia. The device triggered ventricular tachycardia (vt) and may have triggered premature ventricular contraction (pvc). The device remains in service. No adverse patient effects were reported.